Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Pump passed displacement test. The p-cap was able to lock in place. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was broken. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.